Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 24 of the bd microclave® stabilized extension set had holes and are leaking below the connection site. The following information was provided by the initial reporter: pivo devices have holes in them and are leaking just below the connection site. 24 ea have been pulled from inventory with this lot #.